Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio flex meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient . The patient stated that the alleged product issue first began on (B)(6) 2019 at around 6 -7am and it had been happening sporadically before this date. The patient stated that on the (B)(6) when she awoke, she was experiencing symptoms of "shaking and different flavour in her mouth" prior to obtaining alleged inaccurately high results of "106, 112, 140 and 120mg/dl" on the subject meter which she compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient reported that she tested her blood on another device and obtained a result of 83mg/dl. The patient manages her diabetes with diet only and reported that when she began getting high readings, she decreased her intake of food and drank more water in response to the alleged product issue. The patient reported that on (B)(6) 2019 at around 6 - 7am she self-treated by consuming her breakfast. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips used were stored correctly an had not expired. The control solution test had not manually been selected. However, after walking through a control solution test the result fell within lfs' acceptable range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient's symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.